Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1499 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported after treatment swelling and tenderness is noted just above the incision site. Infection suspected. When blood draw is done from the catheter an acute swelling and leakage is discovered from the incision site. When catheter is removed it shows that the catheter is almost completely broken approx 3 cm below the zero cm marking.